Manufacturer narrative:
Date of death: 2012. Date of event: ni. Expiration date: ni. Implant date: 2012.

Event description:
A report was received via social media that the patient experienced swelling and became paralyzed from the implant procedure. The patient developed a blood clot on his spine from the device and passed away in 2012 due to many complications from being paralyzed.